Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl. The customer was treated by food and glucagon during hospitalization. The customer stated that the drive support cap was normal. The customer also stated that the self test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer was in the emergency room due to low blood glucose level.